Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the protective cover of the power switch was broken/damaged. However, the root cause could not be determined. This supplemental report includes a correction to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the maintenance unit power switch was broken, and the metal parts of the power circuit were exposed, as well as the outer shell of the on-off switch was broken. The device needs new rubber feet on the back as they were missing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device was returned with no accessories. The power switch on the front was damaged with exposed internal components and its plastic cap was torn off. In addition, 2 suction feet were broken off at the bottom and the other 2 had weak suction force. The top cover, main chassis and rear panel had deep paint scratches. The air pressure fluctuated when wiggling on the air gauge due to worn out air joint unit and connector socket. These parts needed replacement. The rest of the other functions tested okay. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.